Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was above 600 mg/dl. The customer changed the dressing and the tubing came out of her body and put it back in and blood glucose was high. The customer was advised to treat per health care professional instructions to lower blood glucose. The insulin pump will not be returned for analysis.